Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was placed in the right atria near the right ventricle. The ra lead dislodged and was oversensing the right ventricle activity and was capturing the right ventricle and not the right atria. It was also reported that the left ventricular (lv) lead never captured well from implant. The ra lead and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.